Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified valve deactivate state issues could affect the functionality of the device as the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had leaks from holes in the proximal cylinder bodies that were the result of a sharp instrument damage which most likely occurred during the explant surgery. Both cylinders were not pressure test due to the leak that was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed valve deactivate state test. Product analysis concluded these valve deactivate state issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen based on the identified device malfunction with the returned pump.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Analysis of the device concluded the valve deactive state issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. No patient complications were reported.